Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. Drive/motor was inspected and no drive/motor anomaly was noted. The insulin pump was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with intermittent all the buttons response due to flattened all the buttons dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. No cosmetic damage noted.

Event description:
Customer reported via phone call that the insulin pump motor had anomaly. Customer blood glucose reading was 170 mg/dl. Troubleshooting was performed. Customer stated the insulin pump was not able to exit the loop. Customer heard beep noise but the piston was not moving. However, the drive support was normal. The piston was not moving while priming. Insulin pump was returned for analysis.